Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation update: upon further investigation of the device, it was determined that the investigation has been updated as follows: the actual device was returned for evaluation. During evaluation it was determined that the reported condition that the device came apart during use was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had component damage and the cutter could not be inserted. It was further determined that the device had missing components. It was further determined that the device failed pretest for general condition, check function of locking knob on tool coupling, check function of quick saw blade coupling and verify if secured with safety pin. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. H6. Investigation conclusions, investigation findings and component codes have been updated accordingly.

Event description:
It was reported from japan that some parts in the attachment device came apart during use. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: the actual device was returned for evaluation. During evaluation it was determined that the reported condition that the device came apart during use was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had the following failures: missing components, cannot insert cutter, component damaged and jammed/seized - knob; and failed pretest on general condition, check function of locking knob on tool coupling, check function of quick saw blade coupling and verify if secured with safety pin from improper maintenance.